Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose levels were 512 mg/dl and 100 mg/dl. The customer needed assistance in calibrating the insulin pump. They did not want to continue troubleshooting. It was unknown whether the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.